Event description:
It was reported the device was removed and a new device was implanted due to possible premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery.

Manufacturer narrative:
Product event summary: the device was returned and analysis is pending. Performance data collected from the device was also received and analyzed. Analysis of the device memory indicated the low battery voltage alert for recommended replacement time (rrt). Time of rrt occurred on (B)(6) 2013. The device rrt is less than or equal to 2.62 volts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.